Event description:
It was reported that the burr became stuck with the wire. A 1.25 mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro burr could not move and got stuck on the rotawire on the last exchange out. The burr and rotawire were removed from the patient by pulling them back after the wire was cut. The procedure was completed using an alternate device. No patient complications were reported.